Manufacturer narrative:
D4 updated. Device evaluation: medtronic led an evaluation of the associated device data and the provided images for the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates that the instrument was connected during the procedure, but does not contain any indication of an error occurring while attached to the arm. Evaluation of the provided images notes the first photo shows the housing of the instrument. The serial number shown matches the r eported information. The second photo shows the distal end of the instrument. The blue energy cable was disengaged. There was no other visible damage to the instrument. Evaluation of the provided images for the reported bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic sigmoidectomy while cleaning the bipolar fenestrated grasper (bfg), additional force was applied which broke part of the instrument's shaft. It did not break while in contact with tissue. The bfg was removed using the broken instrument procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic sigmoidectomy while cleaning the bipolar fenestrated grasper (bfg), additional force was applied which broke part of the instrument's shaft. It did not break while in contact with tissue. The bfg was removed using the broken instrument procedure. There was no patient injury.